Manufacturer narrative:
Examination is not possible, as the unknown meniscus mender device intended for use in treatment will not be returned. The investigation was limited to the information provided, as the lot and part numbers to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. Should the products and/or any additional information be received, the investigation will be reopened. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. According to the original complaint, there is no issue with any component or device. This was simply a report of an uncompleted procedure due to the patient¿s condition.

Event description:
It was reported that during a meniscus repair surgery, patient had a tight knee and case lasted 3 hours. Case was cancelled (repair not completed) due to fluid in the leg / swollen. Patient remained in hospital overnight and physician was re-operating the patient on (B)(6) 2019 to complete repair. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.